Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image is too dark. No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. The manufacturer's technical inspection confirmed the fault description provided by the customer. The following defects were identified in total: unsatisfactory image quality (image very dark), defective circuit board. The technical investigation revealed that the process board inside the housing responsible for the electronics was defective, which led to poor image quality. It is not possible to determine exactly how this failure occurred. The board was replaced and repaired as a gesture of goodwill. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).